Event description:
It was reported that bd¿ syringe, luer slip with needle barrel was discolored and the scale markings were blurred. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: before using, it was found that the barrel discolored and scale marking blurred.

Manufacturer narrative:
Investigation: sample evaluation: 2 actual samples in open package were returned for investigation. The samples were not decontaminated. From the returned samples, 1st sample observed the discoloration of syringe barrel and 2nd sample was observed illegible printing on scale line. Sample evaluation for discoloration of syringe barrel: the discoloration of syringe barrel was sent for the fourier transform infrared spectroscopy (ftir) test to determine the foreign matter type. The ftir results shows that the spectrum matches reasonably with that of polypropylene (pp). The complaint is confirmed, and product is out of specification. Review syringe process, there is ejection process in molding machine. During the molded parts ejection process, parts drop in to chute bin hence there may some parts drop at machine bed areas. The uncleared syringe barrels around the machine bed areas which was exposed to uv and overtime will turned to discoloration. Due to machine vibration in long term production, the non-conformance parts might be possible drop inside good part bin. DHR was reviewed and found 3pcs barrel print defect on scale line and within aql specification per product specification. No quality notification was raised on past 12 months on similar non-conformance.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe, luer slip with needle barrel was discolored and the scale markings were blurred. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: before using, it was found that the barrel discolored and scale marking blurred.